Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that during the patient¿s trial their lead wire ¿shifted upward¿ and was ¿stimulating his heart.¿ additional information has been requested. If additional information becomes available, a supplemental report will be filed.